Event description:
Information was received from a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that they thought the pump might not be working because they think fluid was coming out. When asked to further clarify, the patient stated that a fluid was coming out of their "privates" that smelled like the medication and had a burning to it. They went to the emergency room (ER) on sunday and did some tests on the pump. The patient mentioned that they thought the catheter was dislodged because they were having their severe chronic pain return. The patient was redirected to their healthcare provider to further address the issue. When asked for the medication in the pump, the patient stated, "the stuff made from the snails."

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown/unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.